Event description:
A hospital in (B)(6) reported that a (B)(6) patient had broken the tubing of an opt314 optiflow junior nasal cannula after six days of use, while exploring his face no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. Results: the right tube was found to be damaged approximately 23mm from the cannula tube joint. The plastic covering on the tube was stretched and damaged. The spring within the tube appeared to have been crushed and stretched to the point of fracture. Conclusion: the damage observed was caused by the patient pulling on the tubing whilst exploring his face. The excessive tension caused the tubing to stretch and tear. The hospital had noted that the cannula had been in use for six days before the damage occurred. A lot check revealed no other complaints of this nature for the lot number provided. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. One sample per oven batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.